Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had significant glare complaints and felt quality of distance vision was poor despite being 20/20. The lens exchange was planned. Additional information has been requested, received and stated the iol was exchanged for non-company lens in a secondary procedure.